Event description:
It was reported the high flow insufflation unit unexpectedly began to whistle intensely and subsequently stopped working. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the information provided for the investigation, the reported event was not reproduced, but it was confirmed that e03 occurred in the past. The probably cause was most likely attributed to the circuit board (tube pressure sensor). Based on the investigation results, a definitive root cause could not be determined olympus will continue to monitor field performance for this device.